Event description:
On (B)(6) 2014, the reporter contacted animas alleging a casing/condition issue. The reporter stated that the battery cap broke apart when the patient was changing the battery. Reportedly, the battery cap had been changed once since pump use began, but over 7 months since the last change. The user guide recommends changing the battery cap every six months. The reporter stated that the patient had been swimming with the pump today and that when the battery cap was taken off the pump, moisture and corrosion was noticed in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no evidence of damage that matched the battery cap complaint. The battery contact heights were measured and observed to be out of specification. There was evidence of moisture damage on the inside of the battery compartment. The pump failed a leak test and a small crack in the case was observed above the battery side of the rubber pad. Unrelated to the casing condition issue, the contrast button was intermittently unresponsive to testing; all other buttons functioned normally when tested. The keypad cover was removed and contamination was observed underneath the contrast, up, and down button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).